Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 460 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, fruity breath, headache and large ketones in their urine. Once at the hospital the patient was treated with intravenous fluids as well as 11 units of insulin via syringe and ibuprofen. The patient was discharged from the hospital after 7-8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.